Event description:
Catheter was placed 8 days ago. Nursing staff on floor placed pills in g-tube. Appears to have become occluded above the string. Nurse connected a 1cc syringe on tube and attempted to clear occlusion. Thought it was cleared, the tube had actually ruptured. They continued to feed meds and food through tube. Patient developed peritonitis. Patient passed away.

Manufacturer narrative:
Evaluation: still under investigation.